Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose at the time of incident was 473 mg/dl customer's blood glucose while hospitalized was 473 mg/dl. The cause of hospitalization was diabetes ketoacidosis and high blood glucose. The customer was hospitalized due high blood glucose level on (B)(6) 2017. The customer was wearing the insulin pump during the hospitalization. It also stated document of outcome of hospitalization was customer just got released. The customer declined to troubleshoot the insulin pump. The insulin pump will be returned for analysis.